Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had power issues and a short battery life. On the morning of (B)(6) 2012 the patient awoke with a blood glucose level of "hi mg/dl" (greater than 600 mg/dl) and experienced the symptom of "not feeling well"; specific symptoms were not provided. The patient's mother noted the pump was powered off and had given a "replace battery" alarm at 1:52 am. The patient's mother replaced the pump battery and gave the patient a correcting bolus dose of insulin via the pump. The patient's blood glucose level dropped to 232 mg/dl and her symptoms improved. The patient did not seek any medical attention. Troubleshooting revealed the patient had replaced the battery, the battery cap had been replaced, and there was no damage seen to the pump. The issue was not resolved. As the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred, and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump alarm history showed a replace battery alarm at 1:52 am on (B)(6) 2012 and the basal delivery was not resumed until 8:00 am. The 29 hour flow accuracy test was unable to be completed due to replace battery alarms. The pump electrical current draws were tested and were found to be out of specifications. The pump was opened and an internal component failure was found resulting in the excess current draw.